Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the connector pin was bent, recharger was not charging and ins was discharged. Additional information was received from the manufacturer representative who reported patient was able to charge with replacement sent. No symptoms were reported. No further complications were reported and/or anticipated. Additional information was received from the rep information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s desktop charger connector pin was bent. A replacement desktop charger was sent to the patient. It was reported that the patient was given a loaner desktop charger in the meantime. The issue was resolved. No further complications were reported.